Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in melsungen: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. No visible damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. Based on log-files the reported values could be traced. It could be found that the pump has delivered 15ml before the vtbi was set to 535ml. So, the display shows 550ml after the vtbi was reached. A flow deviation could not be comprehended regarding the history files. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of 1,21%. 2.6 because of the fact that the whole investigation revealed no product deviation, only the upper housing was removed for visible check of the inside of the device. Thereby no damages could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: IV fluid bag empty but pump showing that 3 hours still to be infused when volume was reached. Incorrect volume displayed. Vtbi 535mls over 2 hours. 550 mls delivered on history. Issue occurred (B)(6) 2021, infusion started at 11:52 in (B)(6) ward. No patient harm.